Manufacturer narrative:
(B)(4). Additional information: the device was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink luer lock injection site leaked. The user made sure that the connection was secure prior to infusion. The malfunction occurred during infusion of a non-baxter drug. The drug leaked out from the rubber part of the injection site and onto the patient's bed. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.